Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred frequently between (B)(6) 2026. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Product was provided for investigation. The allegation was confirmed via product as a signal loss equal to or under one hour. The probable cause could not be determined.

Event description:
It was reported that a signal loss occurred frequently every day between (B)(6) 2026. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).